Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was bent. A visual assessment was performed which confirmed that excessive side load was applied to the device. Therefore, the reported condition was confirmed. The device is designed for plunging holes and not side cutting. The assignable root cause was determined to be due to excessive side load, which is misuse, abuse and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the tip of the cutter device was broken. According to the report, the surgeon used the device according to the technique guide. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. The report stated, the occurrence was not relevant to the health of the patient. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.